Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because the set was not returned, no investigation was performed and mmdg was unable to confirm the complaint.

Event description:
The initial reporter stated that they had two bags from the same lot number that were leaking from the seal between the "port and the bag adhere." They also stated that this occured during testing and that there was no patient impact. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. The complaint was confirmed when water was injected into the administration set. A scar was issued to the manufacturer for the issue. It was found that the bag that was used during manufacturing had melted during the a welding process that is performed by the bag supplier. Mmdg no longer works with this supplier, so no further scar could be issued.

Event description:
The initial reporter stated that they had two bags from the same lot number that were leaking from the seal between the "port and the bag adhere." They also stated that this occured during testing and that there was no patient impact. (B)(4).